Event description:
It was reported that the insulin pump displayed signs of physical damage after the rewinding and priming process. The blood glucose reading was 59 mg/dl. The customer stated that the part at the bottom of the insulin pump below the reservoir, where the medtronic logo and the drive support cap were, had broken off. She advised that she had given herself a manual injection of insulin and had administered too much insulin, resulting in her low blood glucose levels. She advised that she had eaten since then and felt okay. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a broken off end cap. The insulin pump received with a cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.